Event description:
It was reported that the video system center does not turn on and off. The issue occurred during the preparation for use. There were no reports of patient harm.

Manufacturer narrative:
To date, the device has not been returned. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device malfunction of the device not turning on and off was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. However, the device evaluation did find that the digital visual interface signal wouldn't output due to a failure of the printed circuit board. Olympus will continue to monitor field performance for this device.